Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no sensing or pacing due to the inability to tighten the set screw down on the lead.